Event description:
(B)(4). Constant pain in lower abdominal region, skin rashes, all over body itchiness, cystic acne, constant bacterial vaginal infections, constant yeast infections, excessive weight gain over 50 pounds in 6 months of having essure placed, headaches, dizziness.